Event description:
This procedure was performed in (B)(6): the physician was performing a follow-up on a patient that was treated in (B)(6) 2010 with two overlapped protege everflex . The physician reviewed the patient in (B)(6), and noticed multiple fractures of the first protege everflex stent deployed. The second protege everflex was intact and there was good perfusion with the stent fracture.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Evaluation of 2 cine images received from the physician confirms a stent fracture in-vivo post deployment. The images received for evaluation indicated that the stent was deployed in an elongated configuration. The instructions for use state, "caution: the stent is not designed to be stretched past its nominal length." And "caution: failure to hold the proximal grip in a fixed position could lead to partial deployment, foreshortening, lengthening or increased deployment force."